Event description:
The user noticed erratic albumin results on the p module for over 10 samples and repeated the testing. Of the data provided, the results for three samples were discrepant. All results are in g per dl. Sample 1 initial result was 6.8 with a data flag, the repeat result was 4.0. On (B) (6) 2009, sample 2 initial result was 5.1 with a data flag, the repeat result was 3.5. Sample 3 initial result was 1.8 with a data flag, the repeat result was 2.7. The results were reported. The user stated he didn't think any of the patients were treated as the values that were reported were in the normal range. They changed the reagent cassette and performed a probe adjust which resolved the issue. The user then repeated the samples on another p module. Sample 1 result was 4.1, sample 2 result was 3.8 and sample 3 result was 2.7.